Event description:
It was reported that the handpiece had blood in it that could not be removed after cleaning. There was no patient involvement or adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint could not be duplicated. There were no signs of blood in the handpiece and no samples could be obtained for further analysis. Maintenance was completed and the device was returned to the account.